Event description:
It was reported that this pacemaker device recorded a code 1003 due to high battery impedance. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) has recommended device replacement within 90 days. This device remains in service. No adverse patient effects were reported.